Event description:
It was reported that the caller was attempting to place a lead, connecting it to an extension, and an ins placed it at a prior procedure. The caller indicated that the connectivity test was not successful, and the application would not verify the lead configuration as a result. The caller indicate that there was an impedance issue on the left lead. The caller did not provide specific impedance values or which electrodes were identified as the issue. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed information about the connectivity test. No symptoms/complications were reported. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), said the impedances were greater than 10 ,000 on contact 3 and some of contacts 1 and 2. It was determined the previously placed extension was compromised, so they placed a new extension, and impedances were cleared. Additional information was received from the manufacturer's representative (rep), which confirmed that the extension was an abandoned product and could not explant the entire extension.

Manufacturer narrative:
Concomitant medical products: product ID b3400040, serial# (B)(4), implanted: (B)(6) 2022, product type: extension. Product ID: b3300542m, lot# (B)(4), implanted: (B)(6) 2023, product type: lead. Product ID: b3400060m, serial# (B)(4), implanted: (B)(6) 2023. Other relevant device(s) are: product ID: b3400040, serial/lot #: (B)(4), ubd: 05-aug-2023, UDI#: (B)(4) ; product ID: b3300542m, serial/lot #: (B)(4), ubd: 23-dec-2024, UDI#: (B)(4) ; product ID: b3400060m, serial/lot #: (B)(4), ubd: 07-dec-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: b3400040, serial# (B)(6), implanted: (B)(6) 2022, product type: extension. Product ID: b3300542m, lot# va2pvwwv29, implanted: (B)(6) 2023, product type: lead. Product ID: b3400060m, serial# (B)(6), implanted: (B)(6) 2023, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.